Event description:
The customer reported an unk problem with the charger. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the ps1 power supply. Repair status of this system has not been reported. This MDR is related to ge healthcare complaint.